Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing atrial fibrillation. Review of the intracardiac electrogram revealed that the atrial lead exhibited oversensing noise. The device was reprogrammed. The patient's condition post event was good.